Event description:
The ep mapping catheter was not flushing after placement into the patient causing a pump occlusion. The catheter was removed and replaced with no harm to the patient.clinical site notifies manufacturer rep directly.